Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that it took so long for the handset to connect to the pump. The patient representative (rep) stated that sometimes the patient was holding on for 5-6 minutes and then had to reconnect. The rep mentioned that they have restarted the handset, but it continued to lag on 80% while connecting to the pump (retrieving pump settings). The rep stated that the patient was allowed 12 boluses per day. It seemed quicker when they first got it at the hospital but the last month it was gotten a lot worse. The patient goes in monthly for refill. The rep confirmed that they have not noticed any change in how quickly the handset connects before or after the refill. When asked what the patient typically does after they receive the bolus was successful message, the rep stated that he believes the patient taps okay then just closes the wallet or may just turn off the screen. The agent reviewed communicator placement considerations and suggested closing the app after ¿bolus-ing¿ and monitor then call back if issue persists/gets worse.